Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. A gradual increase in the shock impedance measurements were observed after the most recent device changeout. The rv pacing impedance values were stable. Boston scientific technical services (ts) discussed the possible causes and provided troubleshooting measures. Additional information from a local field representative indicated that the patient has been scheduled for an in-clinic follow up at which time, a course of action will be determined. No adverse patient effects were reported. At this time, the device and lead remain in service.